Event description:
Related manufacturer reference number: 3006705815-2022-17603, 3006705815-2022-17605. It was reported that after the patient experienced a significant fall the system showed high impedances and the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 where the ipg pocket was revised and the entire system was replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.